Manufacturer narrative:
Qc and calibration data are within the specified ranges. A sample was requested however there was not enough sample volume left to complete the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patients tested with elecsys ft3 iii and the elecsys ft4 ii assay on a cobas 8000 e 801 module and a cobas 6000 e 601 module. The samples also had discrepant results for the elecsys tsh assay when tested on the e 801 module. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4 and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were tested on the e 801 and e 601 analyzers on (B)(6) 2019. The samples were repeated on a siemens centaur xp analyzer on (B)(6) 2019. The serial number of the e 801 analyzer is (B)(4).